Event description:
It was reported that the handpiece heated up during testing at the user facility. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A f/u report will be filed after the quality investigation has been completed.